Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 4 months. The device remains in use supporting the patient. Review of the system controller log file showed the system was operating as intended until (B)(6) 2016 at 00:35 when low battery hazard alarms were captured. At timestamp 03:14, no external power and emergency backup battery in use hazard alarms sounded. Later, a time clock reset event was captured indicating a complete loss of power to the system had occurred. Once power was restored, the pump resumed operating at the set speed. No other alarms were captured in the log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on the morning of (B)(6) 2016 the patient's caregiver found that the patient had slept all night long on the 14 volt lithium-ion batteries and the system controller was not on. The caregiver promptly reconnected the patient to fresh batteries, the pump resumed function, and the system controller gave a clock not set alarm. The caregiver then contacted the vad team. Review of the submitted log file by a representative of the manufacturer's technical services confirmed that the 14 v li-ion batteries and the emergency backup battery (ebb) were run to depletion. The last line of pump support was at 3:14 am. It was reported that if power was restored and the pump restarted at 8:00 am, the pump had been off for approximately 4 hours and 46 minutes. The patient appeared to have had no harmful effects from the event at the time and refused to be admitted to the hospital following the event. According to the vad coordinator, the patient is known to sleep with the pump on battery power and had a similar event occur about a week and a half ago. In the afternoon of (B)(6) 2016, the patient reportedly was "not doing too well" with a lactate dehydrogenase (ldh) level from an outside lab of 1637 u/l. The patient's baseline ldh is approximately 300 u/l. The patient was admitted for a heparin infusion; however, admission labs found the patient's ldh was 468 u/l. The patient was discharged home without any further intervention. The patient currently has a weekend caregiver to further assist when the patient is at home. No additional information was provided.